Event description:
During the procedure, blood was leaking from the sideport tubing. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation procedure, blood was leaking from the sideport tubing. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported leak could not be confirmed. The sheath passed pressure and aspiration leak testing and microscopic examination of the seals revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.